Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq did not capture the patients dose correctly.

Manufacturer narrative:
B3 updated. H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that treatment to a field was stopped due to an error on the machine. Mosaiq was restarted and the patient's treatment calendar was accessed again. The user was then presented with a treatment delivery not complete message. The message informed the user that "the delivery process for one or more fields was begun but did not complete normally. Please review the chart for any missing records and manually record any field that were delivered but not recorded". This message was acknowledged by the user. The user then selected the same field a second time, however the user then used the terminate key to end the treatment process. Mosaiq informed the user that 21 mu had been given, and this was less than the 53.1 mu expected. The customer has confirmed that the full dose has now been delivered by adjusting the treatment chart to reflect the correct delivered dose. If this issue were to recur with the data from the machine log, the user (with help from our product support) would be able to verify the actual treatment and the user could record manually what was treated or correct any incomplete/incorrect treatment. Therefore mosaiq did not have any malfunction and is working as designed and intended. This issue would not lead to serious injury.